Manufacturer narrative:
A4 is unknown. The impella was returned for investigation. The cause of the thrombosis, ventricular tachycardia, and ventricular fibrillation was unable to be determined due to insufficient clinical details. The cause of the hypotension was not determined due to insufficient clinical details. The cause of the hematoma could not be determined due to insufficient clinical details and no abnormalities observed with the product. The device passed all post sterile inspection criteria.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a hematoma and bleeding at the access site which was treated with surgical foam, surgicel, and nu-knit. The patient experienced hypotension that quickly resolved. Some clots were removed. The patient went into ventricular tachycardia and ventricular fibrillation requiring defibrillation, versed, amio, and gtt. The patient was transfused one unit of packed red blood cells due to anemia. A thombus on the left ventricle was observed on a CT scan. The patient was in stable condition.